Event description:
It was reported, the patient did not recharge the ipg as recommended due to being hospitalized for a non-related health issue. As a result, the charger and programmer can no longer communicate with the ipg. A replacement charger was sent to the patient to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.